Event description:
Information received from the (B)(4) database. Treatment of two large unruptured saccular aneurysms each in the left and right ica (internal carotid artery). The left ica aneurysm measured 11.8mm x 7.2mm and the right ica aneurysm measured 10.1mm x 4.6mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 in which one 4.25mm x 18mm pipeline was implanted in the left ica and one pipeline of the same size was implanted in the right ica. Post procedure angiogram showed raymond 3 filling of both aneurysms. The patient was discharged the next day. On (B)(6) 2013, she experienced mild aphasia (word finding issues, delay in speaking), mild decreased concentration, mild memory loss, confusion, mild dizziness, and the usual symptoms (photophobia, eye fatigue, and soreness) since the procedure and the casualty is unknown for all.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).